Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose reading was as high as 524 mg/dl. Troubleshooting for high blood glucose levels was performed. Customer treated themselves with a manual injection and was unable to bolus using the insulin pump. Customer was able to perform and pass the high pressure test. Customer was advised to change out the entire set, reservoir, insulin and treat their blood glucose levels per healthcare provider's instructions. Troubleshooting confirmed the insulin pump is working as designed. Customer was advised that replacement infusion sets will be sent out.